Manufacturer narrative:
Although it is unknown whether the product caused or contributed to the reported event, we are filling this MDR for notification purpose. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent oblique lumbar interbody fusion (olif) due to lumbar degenerative scoliosis. During the surgery, bleeding occurred suddenly after trial insertion. After the fixation of l1/5 and placing the cage at l1/2, a trial was inserted to l2/3, surgeon installed it slightly forward and then when it was pulled out, bleeding started. About 500 cc bleeding was observed in 2-3 minutes. The surgeon conducted hemostasis using floseal, and inserted an implant. However the surgeon could not insert it in proper position, so the implant was removed as it was installed in anterior direction. Hemostasis was conducted again, and then one size shorter implant was placed. The bleeding was checked before closing the incision, but it was not observed, so the surgery was finished. It is unknown whether the bleeding came from, blood vessels or intervertebral bodies. There was a delay of less than 60 minutes as a result of this event.